Event description:
The customer reported a motor error alarm during the fixed prime delivery. Troubleshooting was performed, and other error alarms were found in the alarm history. The insulin pump passed the prime test. Advised the customer that the insulin pump would be replaced due to the alarms. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to a loose device support disk. No other error alarms were noted.